Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed cracks in the battery compartment and in the cartridge compartment. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracks in the battery compartment and in the cartridge compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.